Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safety-lok had foreign matter. The following information was provided by the initial reporter: "3cc syringes have black pieces." Verbatim: rcc received a complaint via email. Email(s) attached. Medline complaint #: (B)(4). Defect description: 3cc syringes have black pieces. Medline part #: (B)(4). Product description: syr 3ml l/l. Vendor part #: 301073 lot #: unknown date reported: (B)(6) 2024 sample received: yes. Response needed: summary of findings and corrective action. Complaint reported to FDA as MDR-30 day. Reference no. (B)(4). Additional information provided on 03/27/2024: please provide the batch# number? Unknown. Kindly provide the address of the facility for us to ship the return label. No sample available. Did the event directly, or indirectly involve a patient or user? No patient involvement reported.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.4. The initial reporter also notified the FDA, medwatch report 1423395-2024-00317. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.